Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, tubectomy and ectopic pregnancy. In (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced headache ("headache / intense headaches"), menorrhagia ("increased menstruation flowwith clots / increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen / heavy colics in lower abdomen, stitches"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure in wrong position in the right fallopian tube / the essure is close to perforationg internal organs"), dyspareunia ("dyspareunia"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("pain in the articulations"), mood swings ("mood swings constant"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain") and vaginal discharge ("strong smell due to vaginal fluid"). The patient was treated with analgesics, antiinflammatory agents and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, menorrhagia, polymenorrhoea, abdominal pain lower, dysmenorrhoea, diarrhoea, anxiety disorder, depression, dyspareunia, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel: 1,71 mcg/l. Reference values: 0,6 - 7,5 mcg/l. X-ray of pelvis and hip - on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, tubectomy and ectopic pregnancy. In (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced headache ("headache / intense headaches"), menorrhagia ("increased menstruation flow with clots / increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen / heavy colics in lower abdomen, stitches"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure in wrong position in the right fallopian tube / the essure is close to perforating internal organs"), dyspareunia ("dyspareunia"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("pain in the articulations"), mood swings ("mood swings constant"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain") and vaginal discharge ("strong smell due to vaginal fluid"). The patient was treated with analgesics, antiinflammatory agents and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, menorrhagia, polymenorrhoea, abdominal pain lower, dysmenorrhoea, diarrhoea, anxiety disorder, depression, dyspareunia, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel: 1,71 mcg/l. Reference values: 0,6 - 7,5 mcg/l. X-ray of pelvis and hip - on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2021: patient medical history multi gravida updated. Patient date of lmp added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure fragmented in several parts") in a 47 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of ectopic pregnancy, tubectomy, parity 3 and multi gravida. In (B)(6) 2011, the patient had essure inserted. In 2017 she experienced headache ("headache / intense headaches"), heavy menstrual bleeding ("increased menstruation flowwith clots / increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen / heavy colics in lower abdomen, stitches"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), device dislocation ("essure in wrong position in the right fallopian tube / the essure is close to perforating internal organs"), dyspareunia ("dyspareunia"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("pain in the articulations"), mood swings ("mood swings constant"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), vaginal discharge ("strong smell due to vaginal fluid"), cervicitis ("pathology report showed chronic cervicits with squamous metaplasia"), cervical cyst ("pathology report showed nabothian cyst") and adnexa uteri cyst ("pathology report showed paraovarian cyst on the right"). The patient was treated with antiinflammatory agents, analgesics and fluoxetina [fluoxetine] as well as surgery (essure removal via hysterectomy and salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety disorder, arthralgia, back pain, breast pain, cervical cyst, cervicitis, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: nickel: 1,71 mcg/l. Reference values: 0,6 - 7,5 mcg/l [pathology test] on (B)(6) 2022: material uterus and tube. Macroscopy the tri agrees omitting 11 x 9 x 8 cm. The cervix measures 4 x 3 x 3 cm, as an external orifice on sale and a canal if macroscopic particularities. The body is globular, with smooth brownish serosa. Open does not reveal changes in the structure of myometrium and endometrium. It comes with a 7 cm long uterine tube with violetish serosa and previous lumen without much identification of the essure device. Conclusion chronic cervicitis with squamous metaplasia and naboth cyst; endometrium with findings of a secretory pattern without atypia; myometrium without particularities; tube with unspecified laterality, revealing fibrous thickening of the connective axis of the mucosal folds, with eventual calcifications with it from the inflammatory process without any signs of current activity and material paraovarian cyst on the right. Macroscopy cystic formation received open measuring 1.5 cm in diameter with smooth dark brown walls. Conclusion: paraovarian cyst in the right without atipical epithelial lining [x-ray of pelvis and hip] on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-oct-2022: the follow information were include lawyer's reporter updated (address, city, phone), new physician's reporter, lab data, new events paraovarian cyst , nabothian cyst, chronic cervicitis, non-drug treatment surgery - essure removal via hysterectomy and salpingectomy added to device breakage, device removal field updated to yes, action taken with drug updated from dose not change to drug withdrawn. 05-oct-2022: no new clinical information. 05-oct-2022: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure fragmented in several parts") in a 47 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of ectopic pregnancy, tubectomy, parity 3 and multi gravida. In november 2011, the patient had essure inserted. In 2017 she experienced headache ("headache / intense headaches"), heavy menstrual bleeding ("increased menstruation flowwith clots / increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen / heavy colics in lower abdomen, stitches"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), device dislocation ("essure in wrong position in the right fallopian tube / the essure is close to perforationg internal organs"), dyspareunia ("dyspareunia"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("pain in the articulations"), mood swings ("mood swings constant"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), vaginal discharge ("strong smell due to vaginal fluid"), cervicitis ("pathology report showed chronic cervicits with squamous metaplasia"), cervical cyst ("pathology report showed nabothian cyst") and adnexa uteri cyst ("pathology report showed paraovarian cyst on the right"). The patient was treated with antiinflammatory agents, analgesics and fluoxetina [fluoxetine] as well as surgery (essure removal via hysterectomy and salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety disorder, arthralgia, back pain, breast pain, cervical cyst, cervicitis, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: nickel: 1,71 mcg/l. Reference values: 0,6 - 7,5 mcg/l [pathology test] on (B)(6) 2022: material uterus and tube. Macroscopy the tri agrees omitting 11 x 9 x 8 cm. The cervix measures 4 x 3 x 3 cm, as an external orifice on sale and a canal if macroscopic particularities. The body is globular, with smooth brownish serosa. Open does not reveal changes in the structure of myometrium and endometrium. It comes with a 7 cm long uterine tube with violetish serosa and previous lumen without much identification of the essure device. Conclusion chronic cervicitis with squamous metaplasia and naboth cyst; endometrium with findings of a secretory pattern without atypia; myometrium without particularities; tube with unspecified laterality, revealing fibrous thickening of the connective axis of the mucosal folds, with eventual calcifications with it from the inflammatory process without any signs of current activity and material paraovarian cyst on the right. Macroscopy cystic formation received open measuring 1.5 cm in diameter with smooth dark brown walls. Conclusion: paraovarian cyst in the right without atipical epithelial lining [x-ray of pelvis and hip] on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, tubectomy and ectopic pregnancy. In (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced headache ("headache / intense headaches"), menorrhagia ("increased menstruation flow with clots / increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen / heavy colics in lower abdomen, stitches"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure in wrong position in the right fallopian tube / the essure is close to perforating internal organs"), dyspareunia ("dyspareunia"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("pain in the articulations"), mood swings ("mood swings constant"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain") and vaginal discharge ("strong smell due to vaginal fluid"). The patient was treated with analgesics, antiinflammatory agents and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, menorrhagia, polymenorrhoea, abdominal pain lower, dysmenorrhoea, diarrhoea, anxiety disorder, depression, dyspareunia, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel: 1,71 mcg/l. Reference values: 0,6 - 7,5 mcg/l. X-ray of pelvis and hip - on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, tubectomy and ectopic pregnancy. In (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced headache ("headache / intense headaches"), menorrhagia ("increased menstruation flowwith clots / increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen / heavy colics in lower abdomen, stitches"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure in wrong position in the right fallopian tube / the essure is close to perforationg internal organs"), dyspareunia ("dyspareunia"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("pain in the articulations"), mood swings ("mood swings constant"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain") and vaginal discharge ("strong smell due to vaginal fluid"). The patient was treated with analgesics, antiinflammatory agents and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, menorrhagia, polymenorrhoea, abdominal pain lower, dysmenorrhoea, diarrhoea, anxiety disorder, depression, dyspareunia, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, pelvic pain, uterine pain, fatigue, loss of libido, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel: 1,71 mcg/l. Reference values: 0,6 - 7,5 mcg/l. X-ray of pelvis and hip - on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: a new reporter (physician), allergy test and new adverse events were reported: mastalgia, distension, pain and swelling in the legs, tingling, tremors, pain in the lower back, pain in the pelvic area, sensation of perforation in the uterus, stitches, fatigue, lack of libido, bleeding during and after sexual intercourse, uterine inflammation, uterine pain, articular pain, constant mood swings, hair loss, suspicion of adenomyosis, fluid in the abdomen, general pain and a strong odor from vaginal fluid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, tubectomy and ectopic pregnancy. In 2011, the patient had essure inserted. In 2017, the patient experienced headache ("headache"), menorrhagia ("increased menstruation flowwith clots"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure in wrong position in the right fallopian tube") and dyspareunia ("dyspareunia"). The patient was treated with analgesics, antiinflammatory agents and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, menorrhagia, polymenorrhoea, abdominal pain lower, dysmenorrhoea, diarrhoea, anxiety disorder, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, headache, menorrhagia and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure fragmented in several parts") in a 47 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of gallbladder operation (with complications) in 2012 and drug allergy (plasil), rhinitis, ectopic pregnancy, tubectomy, parity 3 and multi gravida. In (B)(6) 2011, the patient had essure inserted. In 2017 she experienced headache ("headache / intense headaches"), heavy menstrual bleeding ("increased menstruation flowwith clots / increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen / heavy colics in lower abdomen, stitches"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), device dislocation ("essure in wrong position in the right fallopian tube / the essure is close to perforationg internal organs"), dyspareunia ("dyspareunia"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("pain in the articulations"), mood swings ("mood swings constant"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), vaginal discharge ("strong smell due to vaginal fluid"), cervicitis ("pathology report showed chronic cervicits with squamous metaplasia"), cervical cyst ("pathology report showed nabothian cyst") and adnexa uteri cyst ("pathology report showed paraovarian cyst on the right"). The patient was treated with antiinflammatory agents, analgesics and fluoxetina [fluoxetine] as well as surgery (essure removal via hysterectomy and salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety disorder, arthralgia, back pain, breast pain, cervical cyst, cervicitis, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: nickel: 1,71 mcg/l. Reference values: 0,6 - 7,5 mcg/l [pathology test] on (B)(6) 2022: material uterus and tube. Macroscopy the tri agrees omitting 11 x 9 x 8 cm. The cervix measures 4 x 3 x 3 cm, as an external orifice on sale and a canal if macroscopic particularities. The body is globular, with smooth brownish serosa. Open does not reveal changes in the structure of myometrium and endometrium. It comes with a 7 cm long uterine tube with violetish serosa and previous lumen without much identification of the essure device. Conclusion chronic cervicitis with squamous metaplasia and naboth cyst; endometrium with findings of a secretory pattern without atypia; myometrium without particularities; tube with unspecified laterality, revealing fibrous thickening of the connective axis of the mucosal folds, with eventual calcifications with it from the inflammatory process without any signs of current activity and material paraovarian cyst on the right. Macroscopy cystic formation received open measuring 1.5 cm in diameter with smooth dark brown walls. Conclusion: paraovarian cyst in the right without atipical epithelial lining [physical examination] on (B)(6) 2012: good general state; diffuse abdominal pain on palpation; no masses palpable; no signs of peritoneal irritation, no edema lower legs [x-ray of pelvis and hip] on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in several parts') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, tubectomy and ectopic pregnancy. In 2011, the patient had essure inserted. In 2017, the patient experienced headache ("headache"), menorrhagia ("increased menstruation flowwith clots"), polymenorrhoea ("increased frequency of menstruation"), abdominal pain lower ("cramp-like pain in lower abdomen"), dysmenorrhoea ("severe pain during menstrual flow(dysmenorrhea)"), diarrhoea ("sporadic and intermittent diarrhea, associated with her menstrual cycle"), anxiety disorder ("anxiety disorder") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure in wrong position in the right fallopian tube") and dyspareunia ("dyspareunia"). The patient was treated with analgesics, antiinflammatory agents and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, menorrhagia, polymenorrhoea, abdominal pain lower, dysmenorrhoea, diarrhoea, anxiety disorder, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, headache, menorrhagia and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2019: essure in wrong position in the right fallopian tube / real risk of perforating the internal organs / essure fragmented in several parts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.